Manufacturer narrative:
(B)(4). The 2.5 x 12 mm trek referenced is being filed under a separate medwatch report. Evaluation summary: the device was returned for evaluation. The reported difficult to position or remove with the guide wire was not confirmed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for difficult to position or remove with the guide wire reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery with mild calcification. The 2.5 x 20 mm trek balloon was advanced over a non-abbott guide wire, but significant resistance was felt with the guide wire. The physician commented that the guide wire felt sticky. The trek could not be fully advanced, and was removed. During removal, resistance was felt again. A new 2.5 x 12 mm trek balloon catheter was advanced, but resistance was again noted with the guide wire. The trek did not reach the lesion, and resistance was noted during removal. A 2.5 x 20 nc trek balloon was then advanced over the same guide wire without issue. The procedure was completed. It was noted that all balloons were prepared per the instructions for use, prior to use in the anatomy. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.